Manufacturer narrative:
Bd received 3 photos and 14 samples from the customer facility for investigation. Based on the evaluation of the photos and visual inspection of the samples, bd observed tubes that did not contain any additive. The manufacturing records were reviewed for the incident lot and no issues were identified. Additionally, 100 retention samples were selected from in-house inventory and inspected for the presence of additive and no issues were observed as all retention samples met specifications. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® citrate tube sodium citrate tube was clotting. Over 30ea no additive tubes were also found. No serious injury or medical intervention reported.